Event description:
Pt underwent placement of gynecare tension-free vaginal tape. Retropubic arterial bleeding developed into hematoma that extended approx. 8-10 cm above pubic bone. Interventional radiologist embolized anterior division of the internal iliac artery and left obturator artery. Arteriograms demonstrated -with bone overlay- appropriate medial placement of tvt needle. Interventional radiologist suspects injured vessel is an abarent/unnamed structure. Pt received two units of packed red blood cells. She did well thereafter. Date of use: permanent polypropylene. Diagnosis or reason for use: urodynamic stress incontinence.